Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke down at 16.5 mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. As a result of the device investigation, there was a possibility that the probe was cracked since the surgeon outputted the device contacting with something hard and the probe was broken when the probe received a load. The instruction manual of the subject device already states. Warnings: do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during an uncertain procedure. It was reported that the jaw was broken. The procedure was completed with another thunderbeat device. There was no patient harm reported. The device was returned to olympus medical systems corp. (Omsc). Omsc investigated the device and it was found that the jaw was not broken and the probe was broken on (B)(6) 2015.